Manufacturer narrative:
Medtronic's investigation found that the use of the instrument was not in accordance with the operators manual. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preventive maintenance by facility service technician, this bio cal temperature controller had a heater circuit system fault error. This was detected during service so there was no adverse patient effect. Medtronic service technician informed the customer that this device was no longer serviced by medtronic and the customer received the end of life letter. Nothing further was required by the customer. Additional information was later received indicating that filtered tap water is used, and deionized ice is not used in the instrument. The cleaning procedure is to wipe devices out with a non-abrasive detergent and revital-ox resert high level disinfectant is added to the water in bio cal temperature controller. Per the bio cal temperature controller operator's manual deionized water and ice and non-corrosive agents should be used with the bio cal temperature controller.